Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The 92% stenosed target lesion was located in the severely calcified and mildly tortuous left anterior descending (lad). As the 3.0x28mm promus element stent was advanced through the y-connector the stent dislodged from the balloon. The device did not enter the patent. The procedure was completed with another 3.0x28mm promus element stent. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The 92% stenosed target lesion was located in the severely calcified and mildly tortuous left anterior descending (lad). As the 3.0x28mm promus element stent was advanced through the y-connector the stent dislodged from the balloon. The device did not enter the patient. The procedure was completed with another 3.0x28mm promus element stent. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - the device was returned in two sections. The stent arrived separately lodged within the y connector. The stent was squashed within the y-connector. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Contrast media was observed within the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).